Event description:
During the fibula fracture surgery, the surgeon used plate and screws. The surgeon used the screw tap, before inserting screw. When the surgeon inserted the cancellous bone screw, the screw broke. The surgeon could not remove the tip of screw from the patient bone.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.